Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's father reported the patient's blood glucose (bg) level rose over 20 mmol/l (360 mg/dl) and ketones at 4.7 mmol/l (84.6 mg/dl) while wearing the pod on the arm for between 5 and 24 hours. The legal guardian (lg) stated that there were no issues with the pod during the incident. Despite this, the patient required hospital treatment. The patient was admitted to the hospital on (B)(6) 2025. Patient was vomiting, tired, crying, had pain, muscle aches and complexion changed. No food was given for 24 hours and the patient ate mostly fruit for one day. A blood test was performed and the patient received insulin intravenously for 1.5 days. Patient was discharged the following day.

Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.